Event description:
Rn of home pt (hp) reports hp notes "pockets of air" in pt extension line of automated peritoneal dialysis set during prime. Hp notes fluid does not rise to pt connector. Rn reports no patient injury or medical intervention required as a result of incident.